Event description:
The patient had a jackson pratt wound drain that was not sutured. The physician was pulling on the tubing for removal from the patient. The patient and the physician found it difficult to pull. The drain broke with a piece of tubing retained in the patient. The patient required surgical removal of the tubing. The tubing removed from the patient measured 12.0 cm x 1.0 cm with a jagged edge where it broke. The piece attached to the drain was 2.7 cm x 1.0 cm. No growth or punctures were noted on the tubing. Patient is in good condition.